Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-12778. It was reported that the patient developed an infection at the site of the implantable cardioverter defibrillator. The device and right ventricular lead were explanted. The patient¿s condition was stable.

Manufacturer narrative:
Final analysis of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).